Event description:
Predialysis pt reported no new symptoms. Temp. 97.5, pulse 74, blood pressure (bp) 130/64. Dialysis was initiated in usual manner at 400 bfr/800dfr - bp 120/60. One hr into dialysis pt complained of shaking. Temp. 97.2, bp 180/80. The pt was given tylenol 2 tabs po, benadryl 50 mg IV. Blood cultures were drawn. Dialysis was terminated 20 minutes after the symptoms developed due to temperature increase to 98.5 degrees. Dialysis was resumed on new dialyzeer (dry pack). The pt's temp continue to increase to 100.6. The pt completed 3.5 hr dialysis and received vancomycin t gm IV - post treatment vital signs; temp. 99.5, pulse 80, bp 120/60.